Event description:
Clinic notes were received for the patient. It was stated that the patient was having seizures. The vns was interrogated however the physician could not make a connection with the vns despite trying interrogating with the patient lying down three times and sitting up three times. Due to this, the representative was called "to make sure the battery pack is good (it was replaced in (B)(6) 2019)". The generator was able to be interrogated at the last visit in (B)(6) 2020. Information was received that the physician did go through troubleshooting steps for the failure to program, including using the wire instead of the bluetooth. The programmer has been used to interrogate successfully with other vns devices. It was stated the patient has not undergone any procedures where the generator could have been exposed to electrocautery/potential discharge of the battery. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device was checked and it is functioning normally. The patient will no longer be getting a replacement. It was stated that the patient's device was lower and deeper in the pocket compared to the usual patient and was possible the cause of the failure to program. No additional relevant information as been received to date.